Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump fell and broke. It was reported that the pump screen was broken and unable to be read. The customer's blood glucose level was reported to be 75.6mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.